Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a damaged instrument channel that had retained debris and blood. The event occurred after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, e4, h2, h3, h6 and h11 corrected fields: a2, a4, a5, a6 the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, for the reported malfunction of debris and blood remaining inside the instrument channel, the cause could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.